Manufacturer narrative:
Unit received with blank display due to cracked lcd display glass. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to blank display. (B)(4).

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 9.7 mmol/l. The customer reported that he fell on the top of the insulin pump and the screen was scratched. The customer also reported that the reservoir lip ring was not damaged. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.